Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the white plastic part located between the jaws of the harmonic ace instrument started to come off from one of the jaws. However, the piece was not completely detached. The customer stopped using the instrument and replaced it with a vessel sealer instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information about the complaint: the procedure was completed using a vessel sealer extend instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The teflon pad of the clamp was found falling apart from the clamp arm slot. The teflon material approximately 0.19¿ x 0.04¿ in size was also missing. The customer did not return any missing material. An additional observation not reported by the customer was that the harmonic ace instrument was found to have scratch marks/abrasions on the surface of the curved blade. Any inadvertent contact with staples, clips, or other instrument while the device was activated may result in a damaged blade. Blade damage was detected by the generator with a solid tone/error during self-test. Error message of ¿replace instrument¿ kept appearing and the self-test never completed. Damage on the blade surface may also lead premature blade failure.